Manufacturer narrative:
(B)(4). The surgeon told me the patient was fine. I just do not have details on the diversion and follow-up. As I mentioned before, the surgeon did say that they were going to have to divert regardless. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The patient reported blood glucose results of "104 and 122 mg/dl" with the subject meter and "40 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately before the start of the alleged issue, the patient claimed she felt symptoms of shaky, sweaty and light headed. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to when the alleged issue began. There is no evidence the patient administered inappropriate treatment due to the alleged issue and there is no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Event description:
It was reported that during a sigmoid colon resection procedure, the device fired fine. When the leak test was performed, the surgeon saw bubbles in the staple line. The surgeon looked at the staple line and the staple line did not look normal. The surgeon stated that the staples were going in different directions. The patient had received some radiation prior to the procedure. The procedure was diverted, but the surgeon was planning on diverting the patient prior to the procedure. The donuts looked fine. The case was completed by the diversions. It is unknown if the diversion is temporary or permanent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.